Event description:
Report of 3 pts with uvular trauma following lma airway use within the past 3 years. Exact details of each event are not known. All three pts were later referred to ent for evaluation by their family physicians. All pts were treated supportively with steroids, steroids and antibiotics, and local/topical medication for pain. All events have resolved. This site used lma classic and lma flexible airways; it is not known which airways were used for pts with these events.